Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the stent delivery system (sds) noted it was returned without blood and contrast visible. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. The hypotube was separated 11 cm distal to the strain relief tubing. The fracture faces were oval shape. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There was no other damage noted to the sds. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The entire length of the tip and outer diameters of stent implant were measured and met manufacturing criteria. The anatomical conditions reported were mild tortuousity, mild calcification and 85 % stenosis which appear to have contributed to the reported failure to cross and subsequently resulted in the shaft kink during advancement attempts. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. In this case, the reported failure to cross, shaft kink and separation appear to be related to the operational context of the procedure. Since the shaft separation was not reported, it most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. There is no indication of a product quality deficiency. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that the lesion was in the mid circumflex, with mild tortuosity, mild calcification and 85% stenosis. Resistance was felt with the lesion during the crossing attempt and the shaft subsequently kinked. The procedure was completed with a different device. No adverse patient effects were reported. No additional information was provided. Returned device analysis noted a separated hypotube.